Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a h&h check failed sample result of 16.6 g/dl hemoglobin (hgb) generated by coulter lh750 hematology analyzer. The result was not held at the remisol system for customer review, and was reported out of the laboratory. The erroneous result was corrected to be 15.5 g/dl hgb by the user. There was no death, serious injury, and change to patient treatment associated with this event. Note: h&h check failed means - hct < ((hgb x 3) -3) or hct > ((hgb x 3) +3), where hct is hematocrit.

Manufacturer narrative:
The sample was collected in 5cc vacutainer and was stored at room temperature for less than 4 hours. Controls were run before and after the incident. A bci customer technical support reviewed the remisol configuration rules and discovered than the h&h check fail flag had been incorrectly set up as a suspect message. Review of the results indicated that the suspect and definitive messages (h&h check failed) were correctly generated by coulter lh750 hematology analyzer. The cts assisted the customer modify the h&h check fail flag as a definitive message. The root cause for the increased hgb result could not be determined based on the available information.